Manufacturer narrative:
Additional information was received: the indication for filter use was for thrombosis of the vein. It is unknown how the thrombosis was diagnosed or the extent. There were no anomalies noted to the filter or storage tube prior to use. There were no damages noted to the packaging or device in the optease packaging prior to use. The devices were prepped and handled according to the instructions for use. The sheath was successfully flushed prior to patient insertion. It is unknown if there was any suspicion of a clot or foreign material obstructing the sheath. It is unknown if excessive force was required when advancing the filter or if the sheath was in any bend at the point the filter became stuck. It is unknown how the filter was removed from the patient, or if it sheath was kinked/bent after use. Complaint conclusion: during placement of the filter for ¿thrombosis of the vein¿, an optease filter got stuck 10cm from the distal tip during advancement to the inferior vena cava (ivc). The "side-strut" of the filter had perforated the sheath. It was removed easily from the patient and procedure was postponed. There was no reported patient injury. The patient was a female but her age was unknown. The target lesion was the inferior vena cava. The lesion was not calcified and tortuous. The rate of stenosis was 0%. The procedure was for ivc filter placement due to a vein thrombosis. An optease ivc filter was to be inserted from the right femoral artery. After the physician decided about the custody location by contrast-enhanced from the dilator, an optease ivc filter was inserted into a sheath introducer. There was no tortuosity and no resistance when it was inserted into the sheath introducer. It was delivered with ¿pusher¿ but it got stuck at the approximately 10cm from the tip of the sheath and could not be advanced. It was found that one of side-strut of the filter had perforated the sheath introducer. Therefore, it was removed from the patient. There was no complication when it was removed. The procedure was postponed. Hemostasis was achieved and there was no reported patient injury. It is unknown how the thrombosis was diagnosed or the extent. There were no anomalies noted to the filter or storage tube prior to use. There were no damages noted to the packaging or device in the optease packaging prior to use. The devices were prepped and handled according to the instructions for use. The sheath was successfully flushed prior to patient insertion. It is unknown if there was any suspicion of a clot or foreign material obstructing the sheath. It is unknown if excessive force was required when advancing the filter or if the sheath was in any bend at the point the filter became stuck. It is unknown how the filter was removed from the patient, or if it sheath was kinked/bent after use. A non-sterile 55 cm optease cannula sheath, a non-sterile obturator, a non-sterile storage tube was received. Per visual analysis the obturator was received one kinked condition at 26 cm from hub. Storage tube was received inserted in obturator. The cannula sheath was received puncture at 11.7 cm from distal end. The filter was received inside the cannula sheath. One filter barb was observed protruding cannula sheath wall at 11.7 cm from distal end. Also, dried blood residues observed on cannula sheath. No other anomalies were observed. The functional test was performed; the filter was push approximately 10 cm backwards, and then pushed forward, and the filter was successfully advanced through the cannula until filter was withdrawn from cannula. The optease cannula od and ID and obturator od were measured near to the kinked area and results were found within specification. Review of lot 17241436 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - obstructed¿ was not confirmed since functional test and dimensional test was performed successfully; results were found within specification. The exact cause of the failure could not be determined, however, it is possible that patient and/or procedural factors may have contributed to the event. The IFU precautions that if strong resistance is met during any stage of the procedure, the user should discontinue the procedure and determine the cause before proceeding. Neither the DHR nor the product analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process, therefore no corrective action will be taken.

Manufacturer narrative:
Therefore, it was removed from the patient. There was no complication when it was removed. The procedure was postponed. Hemostasis was achieved and there was no reported patient injury. The product was clinically used. And it will be returned for analysis. Gtin # not available. (B)(6). The device was received but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an optease filter got stuck 10cm from the distal tip during advancement to the inferior vena cava (ivc). The "side-strut" of the filter had perforated the sheath. It was removed easily from the patient and procedure was postponed. There was no reported patient injury. The patient was a female but her age was unknown. The target lesion was the inferior vena cava. The lesion was not calcified and tortuous. The rate of stenosis was 0%. The procedure was for ivc filter placement due to a vein thrombosis. An optease ivc filter was to be inserted from the right femoral artery. After the physician decided about the custody location by contrast-enhanced from the dilator, an optease ivc filter was inserted into a sheath introducer. There was no tortuosity and no resistance when it was inserted into the sheath introducer. It was delivered with pusher but it got stuck at the approximately 10cm from the tip of the sheath and could not be advanced. It was found that one of side-strut of the filter had perforated the sheath introducer.